Manufacturer narrative:
H.6. Investigation: bd received samples and 5 photos were forwarded to the manufacturing facility for evaluation. The photos were reviewed and the indicated failure mode for defective stopper with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of defective stopper through a corrective and preventive action (CAPA#796739). H3 other text : see h.10.

Event description:
It was reported that after use with a bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes were discovered to be damaged. The following information was provided by the initial reporter, translated from japanese to english: the rubber stopper was found to be damaged.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after use with a bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes were discovered to be damaged. The following information was provided by the initial reporter, translated from (B)(6) to english: the rubber stopper was found to be damaged.